Event description:
It was reported that during the removal procedure of the subject device, the suture that is used to pull the device into a catheter broke. The patient had to be moved to the operating room to have the subject device surgically removed using a cystoscope. The subject device was successfully removed. There were no reports of further patient or user harm.